Event description:
Physician was doing a laparoscopic procedure. While using the ligasure, the physician pressed the wrong foot switch while trying to activate the ligasure. The force fx generator was activated with the laparoscopic grasper instead. The handle of the grasper was touching the patient's abdomen and burned a 4 mm circle on the patient's abdomen. Proper bovie pad was in place. She was was treated with silvadene and admitted overnight.